Event description:
Dr needed to place a clip on a vessel that was bleeding. At first the clip applier did not fire at all, then the clip fired on the vessel to be ligated. The clip was not secured and was not on the vessel at an angle that would not promote hemostasis. I think he attempted this three or four times and then asked for another clip applier. The second clip applier did work properly.what was the original intended procedure?laparoscopic cholecystectomy.device #1is this a laboratory device or laboratory test?no.